Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. The cause of the crack at the glue filling part of the ccd (charge-coupled device) could be considered from the condition of the insertion section that stress such as inserting/removing the insertion section diagonally to the trocar which applied from the user, which led to temporary misalignment. Excessive force may have been applied to the glue filling part of the ccd causing a crack. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to damage to the imaging unit, e216 (scope communication error) occurs due to damage to the imaging unit, b30 (scope communication error) occurs due to dirt on the electrical contact of the video connector vinegar, e216 (scope communication error) occurred due to dirt on the electrical contact of the video connector, water tightness not maintained due to collapse of the insertion pipe, bending angle insufficient due to elongation of the angle wire, right/left lever did not operate smoothly due to wear of the angle wire, curved rubber scratched, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on video connector, scratches found on the operation part, scratches found on grip, scratches found on switch 1, scratches found on the light guide connector, scratches found on the video connector, scratches found on the up/down angle fixing lever (sp). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for endoeye flex deflectable videoscope for exhibiting e226 / e227 (scope communication error) and image noise (horizontal noise, grid noise, vertical noise). There was no report of patient harm or user injury associated with this event.